Event description:
Complainant alleged that the nurse found a pt in a breathless and pulseless condition. A "code blue" was called and a defibrillator was obtained. Stat pads multi-function electrodes were applied to the pt in anterior and posterior positions. The clinicians then powered the device on and the unit issued a "stand clear" prompt. At the bottom of the device screen the word "analyzing" was displayed and the screen indicated that 120 joules were selected. The device screen then went blank at the top of the screen, and appeared to have "frozen". The device did not display any messages, nor issue any audible prompts. The clinician then checked all connections and all seemed securely attached, but there was no change in the device. The clinician then switched the device to manual mode. The clinician reported that at this point the device intermittently displayed what appeared to be CPR compressions, but then displayed a dotted line. Fresh electrodes were then applied to the pt, but the clinincian reported that "the pads never picked up a consistent signal." The complainant indicated that the pt subsequently expired, but that the pt had been presenting an asystole heart rhythm and that it was unclear if the pt could have been revived. The complainant indicated that the facility's biomedical engineering department staff was unable to duplicate the reported malfunction.